Manufacturer narrative:
Explanted date: device was not explanted. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician, being careful to perform the procedure slowly, pulled the angio-seal device up with his right hand and pushed the collagen with the tamper tube with his left hand and maintained for about thirty seconds. Hemostasis was successfully achieved. Light pressure was applied using hemostatic cotton, the patient was returned to the patient's room. The patient stayed in bed until the next day. Several hours later, bleeding and swelling were noted at the puncture site. Manual compression was applied for thirty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was an acute ischemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.